Manufacturer narrative:
(B)(4). Date sent: 08/28/2025. D4: batch #unk. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? No further info available. If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? No further info available. Did the jaws eventually open? No further info available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot/batch number, c9d96v, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the ats45 was closed and fired successfully over appendix, but instrument could not be opened after firing sequence. New ats45 stapler was applied and worked as intended. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 09/15/2025. D4: batch #730c46. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with no apparent damage and a 6r45b reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and cut without any difficulties. The staple line and the cut line were complete and the staples met the staple form release criteria the event could not be confirmed as the device opened and performed without any difficulties noted during the functional testing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 730c46, and no non-conformances were identified.